Event description:
A report was received that the patient cannot link the remote control to ipg and had difficulty charging ipg. The patient had two surgeries performed for unrelated issues one day prior to the patient realizing that ipg was not responding to remote control. The physician believes that ipg was not functioning and suggested to replace her ipg.

Event description:
A report was received that the patient cannot link the remote control to ipg and had difficulty charging ipg. The patient had two surgeries performed for unrelated issues one day prior to the patient realizing that ipg was not responding to remote control. The physician believes that ipg was not functioning and suggested to replace her ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well postoperatively. Device evaluation indicated that the ipg passed the visual, electrical, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. The report indicated that the patient had two surgeries performed for unrelated issues and realized that the ipg was not responding to her remote control. Sleep current was out of the expected range. Depletion rate was higher than expected. It was determined this higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. Since the ipg battery depleted quickly, the patient might have difficulty linking to the ipg. It could not be determined conclusively, which integrated circuit was the root cause of the failure as both components were covered in glop top which made test points inaccessible, and troubleshooting to specific component level was impossible.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient cannot link the remote control to ipg and had difficulty charging ipg. The patient had two surgeries performed for unrelated issues one day prior to the patient realizing that ipg was not responding to remote control. The physician believes that ipg was not functioning and suggested to replace her ipg.